Event description:
The customer reported that they experienced a temperature unstable error and output stopped from the generator. They tried the ablation again, but experienced the same problem. The procedure was stopped. An additional procedure is planned for another day. No pt injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.